Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: during medication preparation a nurse discovered that there was something inside the bd plastipak syringe. She pulled the plunger back a little to fill the syringe with air when she discovered this. The material inside the syringe looks like fluid, the material is on the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: a sample was returned however we are unable to locate it at this time. As the actual sample could not be evaluated, ten retained samples of the same lot were used for additional evaluation. All product was visually inspected and no evidence of silicone or any other substance was observed. A device history review was performed for reported lot 2111031, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the retained samples, all product met required specification, and no excess silicone was identified in any of the samples. While we cannot identify a direct issue, silicone can be visible due to issues related to poor distribution inside the barrel. As no defect was observed in the retained samples and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time. H3 other text : see h.10.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: during medication preparation a nurse discovered that there was something inside the bd plastipak syringe. She pulled the plunger back a little to fill the syringe with air when she discovered this. The material inside the syringe looks like fluid, the material is on the plunger.